Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was aborted and completed once the system was repaired. The philips field service engineer (fse) inspected the system onsite and confirmed that there was an image processing error via analysing the log file. The fse reseated dimm module and reloaded fdc (flat detector controller). After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-011-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that system gave an alert indicating that image processing failed. The device was inside clinical use at the time of reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.